Event description:
Lifescan received a report that a pt experienced diabetic ketoacidosis while using a fasttake meter. In 2001, pt's blood glucose was 66mg/dl on ft meter at 22:13. The next day, pt woke up not feeling well. Pt was also experiencing a headache and vomited repeatedly. Pt's blood glucose was 182mg/dl on ft meter at 8:24am. A couple of minutes later, pt's blood glucose was 479mg/dl on ft meter associated with ketonuria. Pt was taken to hosp where pt was admitted and treated for diabetic ketoacidosis. No further info was reported.